Manufacturer narrative:
Our quality engineer inspected the 8 photos submitted for evaluation. The reported issue of fm ¿ other was confirmed upon inspection of the photos. During the inspection of the photos foreign material was observed near or on the q-syte. The observed defect can be related to our manufacturing process. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information received.

Event description:
Foreign material. 1 foreign body was found during production at atom.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.